Manufacturer narrative:
Insulin pump received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08735 inches. No motor noise anomaly noted during testing. The motor was tested outside the device and passed. Insulin pump received with partially broken off reservoir tube lip. The p-cap / reservoir locked properly. Insulin pump received with cracked case at display window corners and display window. Insulin pump received with minor scratched display window and case. Insulin pump received with stained back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 640 mg/dl at the time of hospitalization. The customer's blood glucose level was 544 mg/dl at the time of incident and current blood glucose was 134 mg/dl. Customer did not allege pump was under delivering. The customer was treated with intra venous drip in the hospital. The insulin pump will be returned for analysis.